Event description:
It was reported that the patient presented for an implant procedure. During implant, it was observed the right ventricular leadless pacemaker had difficulty releasing from the tethers of the delivery catheter and had become dislodged from the tissue post-release from the tethers as a result. The device was loose in the cardiac space but retrieved successfully. An entirely new system was used and the replacement leadless pacemaker was implanted successfully during the procedure. The patient was stable.

Manufacturer narrative:
The reported event dislodgement and separation problem were not confirmed. Visual inspection noted no blood on helix and helix length was within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution.